Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead was performed. Tissue was noted entwined in the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r waves. Lead was found dislodged via fluoroscopy. Evidence suggests that patient experienced twiddler's syndrome. Surgical intervention and intravenous antibiotics were needed to resolve the issue. Physician decided to explant and replace this lead due to tissue in the helix. No additional adverse patient effects were reported.